Manufacturer narrative:
The 510 (k) # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2011 alleging an apply sample message on their one touch ultra 2 meter. The patient mentioned that the meter would intermittently provide blood glucose reading and other times it would display the "apply sample" message. The patient mentioned that approximately 1.5 months ago, on (B)(6) 2011, the meter did not display a reading; therefore, the patient guessed how much insulin to take and took 8 doses of "act rapide". Approximately 8 hours later at 4:00am, the patient started to develop the following symptoms: diarrhea, vomiting, fainted, pale in the face and passed out. The patient was not tested on another device and did not seek any further medical attention. This was not the first time the product was being used. The technique of applying blood on the test strip was correct. The patient was using the correct test strips. The product was replaced. The complaint is being reported since the patient alleged that due to the meter not working, she guessed how much insulin to take and later suffered symptoms suggestive of a serious injury.